Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump experienced two failures, resulting in dangerously high blood sugars". Multiple attempts were made by tandem technical support but further information was able to be obtained.